Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized with high blood glucose. He did not recall the blood glucose reading at the time of admission. The customer was wearing the insulin pump at the time of the event and was treated with intravenous fluids at the hospital. The blood glucose had been running high for the past several months and ran as high as 600 mg/dl. The drive support cap appeared normal and recessed. Small air bubbles were noted in the reservoir and the customer was assisted in priming them out. Insulin exited with a manual prime and no leaks were observed. The time and date were correct and the basal rates were programmed accurately. The customer was unsure if the bolus wizard was programmed accurately and was advised to contact a health care professional for the settings. The bolus history displayed all entries based on the customer's recollection. The customer was advised to call back to perform a high pressure test. The insulin pump was not returned.